Manufacturer narrative:
It was reported that a 76 year old female patient underwent atrial tachycardia (at) ablation procedure with thermocool smart touch sf bidirectional catheter the patient suffered cardiac tamponade requiring pericardiocentesis. The cardiac tamponade was discovered after the case was completed, post use of biosense webster inc. (Bwi) products and after ablation was performed. The physician¿s commented that in at ablation at 30w might be too strong when ablation around coronary sinus outer surface. Physician¿s opinion on the cause of this adverse event is that it was procedure related. Patient¿s condition was improved. Sections a2 and a3 of this report have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial tachycardia (at) with a thermocool smart touch sf bidirectional catheter and suffered a cardiac tamponade requiring emergency treatment. After the atrial fibrillation. Af procedure, cardiac tamponade was checked at body surface echocardiogram. The physician¿s commented that during at ablation, 30w might be too strong when ablating around coronary sinus outer surface. Since no other information was provided it will be assumed that the intervention was pericardiocentesis. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.